Event description:
In 2008, the patient reported that she spilled 220 units of insulin into her infusion device while trying to insert a new insulin cartridge. She stated that she pulled the cartridge from the infusion device and the plunger became stuck to the piston rod. The patient was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.